Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body test process, the recanalization catheter made an alleged strange sound. It was further reported that the catheter allegedly did not mist but instead splattered; therefore, another recanalization catheter was used and the procedure was performed. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The catheter was examined under microscopic magnification, and a complete break of both the inner and outer catheter was observed. The corewire and marker band were intact. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the poor sample condition (i.e. Broken inner and outer catheter). Medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a break as both the inner and outer catheter lumens were broken at the distal end. The investigation was inconclusive for noise and device inoperable as functional testing could not be performed due to the poor sample condition. The root cause could not be determined based upon available information. It was unknown if patient or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 from the body and advance a guidewire through the lesion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the out of body test process, the recanalization catheter made an alleged strange sound. It was further reported that the catheter allegedly did not mist but instead splattered; therefore, another recanalization catheter was used and the procedure was performed. There was no patient contact.